Event description:
It was reported difficulties were encountered during removal of this biopsy needle during a renal biopsy procedure. Following removal of the needle the pt experienced some external bleeding. Pressure was applied to achieve hemostasis. Another biopsy needle was used to successfully complete the procedure. This device was destroyed by the user facility. Therefore, no failure analysis will be available. The co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."